Manufacturer narrative:
(B)(4). Batch r5a77x. Investigation summary: the analysis results showed that one gst60d reload (b) was received unfired, with the pan partially detached from the left side. In addition 8 double drivers and 1 single driver missing. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment, it was reported that: would not fire, cartridge installation issue. The analysis results showed that one gst60d reload (a) was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The cartridge reload was placed and removed with no issues noted during functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open vats pneumonectomy, on the first firing with a gold cartridge the device could not be fired. The device was used for the interlobar formation. It was found that the knife moved slightly forward. The surgeon stated that the nurse had difficulty in loaded the cartridge into the jaw. Nurse has experience loaded the cartridge into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.